Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, cause was unknown. The customer went to emergency room where customer received d-50 to address bg level. System check with tandem technical support (cts) confirmed that the pump and related supplies functioned as intended. Customer was discharged from the emergency room on (B)(6) 2021 with no permanent damage. Although requested, the customer was unable to upload the pump data for cts to perform a review to determine a possible cause. Multiple attempts were made by cts to obtain additional information, however, additional information was not provided.